Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (bent connector pins, "adjust belt" messages) has been confirmed. Upon investigation, the trunk cable connector pins were bent, preventing the electrode belt from securely connecting to a monitor, and causing the "adjust belt" messages. The root cause for the bent pins was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient's electrode belt had bent connector pins and was causing excessive "adjust belt" messages.